Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain"), toxic shock syndrome ("toxic shock syndrome"), systemic inflammatory response syndrome ("systemic inflammation"), autoimmune disorder ("autoimmune issues") and device breakage ("partial coils remaining inside her") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), toxic shock syndrome (seriousness criterion medically significant), systemic inflammatory response syndrome (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("back pain"), rash ("rashes"), autoimmune disorder (seriousness criterion medically significant), blood heavy metal abnormal ("heavy metals in blood tests"), fatigue ("chronic fatigue"), pain in extremity ("pain down her legs and feet"), menstruation irregular ("irregular menstrual cycles"), device breakage (seriousness criterion medically significant) and complication of device removal ("requires another removal surgery to remove the remaining essure coils"). The patient was treated with surgery (laparoscopic tubal ligation and removal of essure devices on (B)(6) 2008). At the time of the report, the pelvic pain, toxic shock syndrome, systemic inflammatory response syndrome, abdominal pain, back pain, rash, autoimmune disorder, blood heavy metal abnormal, fatigue, pain in extremity, menstruation irregular, device breakage and complication of device removal outcome was unknown. The reporter considered pelvic pain, toxic shock syndrome, systemic inflammatory response syndrome, abdominal pain, back pain, rash, autoimmune disorder, blood heavy metal abnormal, fatigue, pain in extremity, menstruation irregular, device breakage and complication of device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2008: hysterosalpingogram result was not reported. On (B)(6) 2016: computerised tomogram abdomen result was partial coils remaining inside her and computerised tomogram pelvis result was partial coils remaining inside her. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and experienced excruciating pelvic pain. She also experienced toxic shock syndrome, a systemic inflammation and autoimmune issues. She underwent a laparoscopic tubal ligation for essure removal approximately three months after essure insertion. Eight years later, consumer underwent a CT of her abdomen and pelvis and it was noticed that partial coils remaining inside her (seen as device breakage). Toxic shock syndrome, systemic inflammation and autoimmune issues are unanticipated whereas pelvic pain and device breakage are anticipated in the reference safety information for essure. Pelvic pain may occur within essure users. The exact date and mechanism of device breakage is not known. However, considering the plausible temporal relationship and the nature of events, causality with essure cannot be excluded. Regarding toxic shock syndrome and systemic inflammation, considering the lack of details for a comprehensive causality assessment (onset dates, concurrent conditions, concomitant drugs, treatments and outcomes), for time being, a causal relationship with the suspect device cannot be assessed. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and the event autoimmune-like symptoms was considered unrelated. This case was regarded as incident, as a surgical intervention was required. In addition, non-serious events were also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain"), device breakage ("partial coils remaining inside her"), device dislocation ("the left fallopian tubes appear patent with no evidence of the coils in place along the course of the left."), fallopian tube perforation ("there may be perforation of the right fallopian tube"), toxic shock syndrome ("toxic shock syndrome"), systemic inflammatory response syndrome ("systemic inflammation") and autoimmune disorder ("autoimmune issues") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), toxic shock syndrome (seriousness criterion medically significant), systemic inflammatory response syndrome (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("back pain"), rash ("rashes"), fatigue ("chronic fatigue"), pain in extremity ("pain down her legs and feet"), menstruation irregular ("irregular menstrual cycles"), complication of device removal ("requires another removal surgery to remove the remaining essure coils"), migraine ("migraines / headaches,"), headache ("migraines / headaches,") and skin disorder ("rashes or skin conditions") and was found to have blood heavy metal abnormal ("heavy metals in blood tests"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and laparoscopic tubal ligation and removal of essure devices on (B)(6) 2008). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, device dislocation, fallopian tube perforation, toxic shock syndrome, systemic inflammatory response syndrome, autoimmune disorder, abdominal pain, back pain, rash, blood heavy metal abnormal, fatigue, pain in extremity, menstruation irregular, complication of device removal, migraine, headache and skin disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, back pain, blood heavy metal abnormal, complication of device removal, device breakage, device dislocation, fallopian tube perforation, fatigue, headache, menstruation irregular, migraine, pain in extremity, pelvic pain, rash, skin disorder, systemic inflammatory response syndrome and toxic shock syndrome to be related to essure. The reporter commented: on (B)(6) 2008 she underwent surgery to remove of essure devices. Due to partial coils remaining inside her, she requires another removal surgery to remove the remaining essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: results: partial coils remaining inside her. Computerised tomogram pelvis - on (B)(6) 2016: results: partial coils remaining inside her. Hysterosalpingogram - on (B)(6) 2008: breakage of essure device the left fallopian tubes appear patent with no evidence of the coils in place along the course of the left. Fallopian tubes, the right fallopian tube is not wall visualized. However there appears to be either extravasation or venous filling in the right myometrium on the right. This appears more likely extravasation as there is no venous filling seen elsewhere iii the myometrium of the uterus. The 2 essure devices are seen in the pelvis remote from the location of either cornua. No essure device is man within the left fallopian tube. The device on the right may be within the distal fallopian tube although this cannot be determined with certainty. Impression: neither essure device appears to be appropriate position. The left fallopian tube appear to be an irregular contour in the endometrial cavity adjacent to the cornu. It is unclear if this may represents endometrial tissue. There may be perforation of the right fallopian tube.. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-jan-2019: plaintiff fact sheet and mr received : event "migraines", "headaches" and "rashes or skin conditions", "there may be perforation of the right fallopian tube" and "the left fallopian tubes appear patent with no evidence of the coils in place along with course of left" were added. New reporter, patient demographic information, lab data, essure indication, essure removal date added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain/ pain"), device breakage ("partial coils remaining inside her"), device dislocation ("the left fallopian tubes appear patent with no evidence of the coils in place along the course of the left."), fallopian tube perforation ("there may be perforation of the right fallopian tube"), toxic shock syndrome ("toxic shock syndrome"), systemic inflammatory response syndrome ("systemic inflammation") and autoimmune disorder ("autoimmune issues") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced rash ("rashes"). In (B)(6) 2011, the patient experienced amenorrhoea ("hormonal changes: skipping periods"). In (B)(6) 2012, the patient was found to have weight increased ("weight increase"). In 2016, the patient experienced abdominal pain ("severe abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), toxic shock syndrome (seriousness criterion medically significant), systemic inflammatory response syndrome (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), fatigue ("chronic fatigue"), pain in extremity ("pain down her legs and feet"), menstruation irregular ("irregular menstrual cycles"), complication of device removal ("requires another removal surgery to remove the remaining essure coils"), migraine ("migraines / headaches,"), headache ("migraines / headaches,"), skin disorder ("rashes or skin conditions"), hypersensitivity ("allergic or hypersensitivity reaction type"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), bladder disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/ urinary tract/vaginal) type") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type") and was found to have blood heavy metal abnormal ("heavy metals in blood tests") and hormone level abnormal ("hormonal changes: sexual hormones"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and laparoscopic tubal ligation and removal of essure devices on (B)(6) 2008). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, device dislocation, fallopian tube perforation, toxic shock syndrome, systemic inflammatory response syndrome, autoimmune disorder, abdominal pain, back pain, rash, blood heavy metal abnormal, fatigue, pain in extremity, menstruation irregular, complication of device removal, migraine, headache, skin disorder, amenorrhoea, hypersensitivity, urinary tract disorder, hormone level abnormal, vaginal infection, bladder disorder, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, amenorrhoea, autoimmune disorder, back pain, bladder disorder, blood heavy metal abnormal, complication of device removal, cystitis, device breakage, device dislocation, fallopian tube perforation, fatigue, headache, hormone level abnormal, hypersensitivity, menstruation irregular, migraine, pain in extremity, pelvic pain, rash, skin disorder, systemic inflammatory response syndrome, toxic shock syndrome, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2008 she underwent surgery to remove of essure devices. Due to partial coils remaining inside her, she requires another removal surgery to remove the remaining essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: results: partial coils remaining inside her. Computerised tomogram pelvis - on (B)(6) 2016: results: partial coils remaining inside her. Hysterosalpingogram - on 23-sep-2008: breakage of essure device the left fallopian tubes appear patent with no evidence of the coils in place along the course of the left. Fallopian tubes, the right fallopian tube is not wall visualized. However there appears to be either extravasation or venous filling in the right myometrium on the right. This appears more likely extravasation as there is no venous filling seen elsewhere iii the myometrium of the uterus. The 2 essure devices are seen in the pelvis remote from the location of either cornua. No essure device is man within the left fallopian tube. The device on the right may be within the distal fallopian tube although this cannot be determined with certainty. Impression: neither essure device appears to be appropriate position. The left fallopian tube appear to be an irregular contour in the endometrial cavity adjacent to the cornu. It is unclear if this may represents endometrial tissue. There may be perforation of the right fallopian tube.. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received: event infection (bladder/ urinary tract/vaginal) type, hormonal changes: sexual hormones/skipping periods, bladder or urinary problems or changes, allergic or hypersensitivity reaction type, were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and experienced excruciating pelvic pain. She also experienced toxic shock syndrome, a systemic inflammation and autoimmune issues. She underwent a laparoscopic tubal ligation for essure removal approximately three months after essure insertion. Eight years later, consumer underwent a CT of her abdomen and pelvis and it was noticed that partial coils remaining inside her (seen as device breakage). Toxic shock syndrome, systemic inflammation and autoimmune issues are unanticipated whereas pelvic pain and device breakage are anticipated in the reference safety information for essure. Pelvic pain may occur within essure users. The exact date and mechanism of device breakage is not known. However, considering the plausible temporal relationship and the nature of events, causality with essure cannot be excluded. Regarding toxic shock syndrome and systemic inflammation, considering the lack of details for a comprehensive causality assessment (onset dates, concurrent conditions, concomitant drugs, treatments and outcomes), for time being, a causal relationship with the suspect device cannot be assessed. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and the event autoimmune-like symptoms was considered unrelated. This case was regarded as incident, as a surgical intervention was required. In addition, non-serious events were also reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.